Event description:
The customer reported that, during reprocessing, the nozzle of the scope was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). During inspection and testing, the nozzle was not deformed and there was a white glue-like foreign material clogged in the nozzle. In addition, the right/left know cover was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: medical adhesive was injected via accessories during procedure. The user mishandled accessory when pulling it out. Then, medical adhesive adhered to distal end. Medical adhesive adhered and remained in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "operation manual_ using endo therapy accessories_ withdrawal of endo therapy accessories. Warning: do not withdraw the endo therapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur." Olympus will continue to monitor field performance for this device.